Manufacturer narrative:
Work order completed: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that there was no fault found. Codes b01, c19 and d14 are applicable to this evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735843, h3, h6: multiple fdd/annex a codes were reported. A1102 was coded for the localizer disconnected. A0719 was coded for the camera itself shut off. A05 was coded for camera itself shut off and flashing a red amber light. No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that they were receiving a localizer disconnected. The camera itself shut off. It was flashing a red amber light. The manufacturer representative (rep) ran the network device interface (ndi) toolbox used: there was nothing to report. During troubleshooting, they used another system. The rep was unable to replicate the issue. The battery percentage for the camera cart was 80% and voltage 27.24. The rep unplugged it from the wall. The system stayed on. The rep moved the camera cart around and the system stayed connected. There was no patient involvement.